Event description:
Patient was reopened at 8 weeks due to redness and drainage and the wound cultured positive for infection. The patch was completely dissolved. The dr used the patch for an achilles tendon reconstruction.